Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) was not working. The epg failed incoming testing due to an out of specification main printed circuit board (pcb). The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working and needed to be calibrated. The epg is expected to be returned for service. No patient complications have been reported as a result of this event. (B)(6) 2018 it was further reported that the programmer was returned for service.

Manufacturer narrative:
Failure analysis was performed on the device. Visual inspection: no anomalies observed. Benchtop analysis: conducted incoming vxi console testing on the unit. Confirmed service test results ¿ all tests using ventricular output signal failed. The pattern of test failures is historically caused by suppressor diode failure on the heart lead flex. Conducted in-circuit diode testing: diode = fail (diode check), impedance ¿ 49.5, (forward polarity), 51.2 (reverse). Replaced suppressor diode with a known good component. Performed functional testing ¿ all functional tests passed. Conclusion: confirmed service center reported failure: functional testing multiple failures. Failure caused by diode. If information is provided in the future, a supplemental report will be issued.